Event description:
It was reported to philips that there was a problem with the device being unable to analyze during patient use. After an initial defibrillator had problems analyzing, the customer switched to this defibrillator and had subsequent problems as well. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A philips clinician reviewed the event files that were provided. There were 61 beats labeled ¿cannot analyze¿ in the event log. Four of them were after ¿pads off¿ messages, in which there were no ECG signals to analyze. In addition, there were two beats labeled in monitor mode and 55 beats in manual mode. Beat labeling is generated by the st/ar algorithm in the dfm100 which is used to trigger ECG alarms for dysrhythmias. As described in the IFU, the st/ar algorithm initiates a ¿learning¿ process when arrhythmia monitoring starts. The learning process involves the first 15 valid (non-noisy) beats encountered during the learning phase. The qrs selected to represent the ¿normal¿ complex includes the beat that is the most frequently seen, narrowest, on-time beat. For this reason, learning should not be initiated when the patient¿s rhythm is primarily ventricular. The two ¿cannot analyze¿ beats in monitor mode may be due to chest compression artifacts. The waveform lasted for 3:50. The other 55 ¿cannot analyze¿ beats in manual occurred in either a very noisy phase or vt/vf phase. The relearning happened a few times both automatically and manually. But as stated in the IFU, if arrhythmia relearning takes place during a ventricular rhythm or a period of poor ECG signal quality, ectopic beats may be incorrectly learned as the normal qrs complex. This may result in missed detection of subsequent events of v-tach and high pvc rates. The above limitations of the arrhythmia monitoring are well described in IFU chapter 4 ECG monitoring. Upon conclusion of the clinical event review, it was found that the device behaved as designed with no problems found. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. The device passed all required testing and was deemed fit for use. The device remains at the customer site. The available information from this report does not support that this malfunction represents h3 other text : device evaluated by customer

Event description:
It was reported to philips that there was a problem with the device being unable to analyze during patient use. After an initial defibrillator had problems analyzing, the customer switched to this defibrillator and had subsequent problems as well. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event or subsequent medical/ surgical intervention procedures to the patient or user were reported.

Manufacturer narrative:
Corrected text: a philips clinician reviewed the event files that were provided. There were 61 beats labeled ¿cannot analyze¿ in the event log. Four of them were after ¿pads off¿ messages, in which there were no ECG signals to analyze. In addition, there were two beats labeled in monitor mode and 55 beats in manual mode. Beat labeling is generated by the st/ar algorithm in the heartstart xl+ which is used to trigger ECG alarms for dysrhythmias. As described in the heartstart xl+ instructions for use (IFU - publication 45356409058), the st/ar algorithm initiates a ¿learning¿ process when arrhythmia monitoring starts. The learning process involves the first 15 valid (non-noisy) beats encountered during the learning phase. The qrs selected to represent the ¿normal¿ complex includes the beat that is the most frequently seen, narrowest, on-time beat. For this reason, learning should not be initiated when the patient¿s rhythm is primarily ventricular. The two ¿cannot analyze¿ beats in monitor mode may be due to chest compression artifacts. The waveform lasted for 3:50. The other 55 ¿cannot analyze¿ beats in manual occurred in either a very noisy phase or vt/vf phase. The relearning happened a few times both automatically and manually. As stated in the IFU, if arrhythmia relearning takes place during a ventricular rhythm or a period of poor ECG signal quality, ectopic beats may be incorrectly learned as the normal qrs complex. This may result in missed detection of subsequent events of v-tach and high pvc rates. The above limitations of the arrhythmia monitoring are well described in the IFU in chapter 4 ECG monitoring. Upon conclusion of the clinical event review, it was found that the device behaved as designed with no problems found. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. The device passed all required testing and was deemed fit for use. The device remains at the customer site. The available information from this report does not support a systemic, design, or labeling problem. No further investigation or action is warranted.